Manufacturer narrative:
No device anomalies were found during laboratory analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, that the patient presented for evacuation of the pocket, due to hematoma at the site of the implantable cardioverter defibrillator. Prior to the procedure, a device interrogation revealed, elevated capture threshold exhibited by the right ventricular lead. The healthcare facility was unprepared for lead extraction. Therefore, the lead was left in place. And the device was explanted and replaced. The patient was stable.